Event description:
Notified by physicians clinic (B)(6) 2012: removal of the port catheter from a lower lobe right pulmonary artery. Pathology gross description: a segment of white rubbery tubing which is approx 0.3 cm in diameter and 18 cm in length.